Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "pt returned from MRI. PICC line alarming occluded. Line flushed at cap with difficulty and blood return noted. Cvp fluid and med line attached to cap. When doing a linen change med was noted to be infusing into the bed at the cap connection". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Med was noted to be infusing into the bed at the cap connection".